Manufacturer narrative:
The ev1000 power adaptor was returned for evaluation. Physical damage was noted and the customer's complaint was confirmed. However, further investigation is required to determine the root cause. The results of an engineering evaluation/investigation as well as a review of the manufacturing records will be communicated in a follow-up submission.

Manufacturer narrative:
The product name was corrected to reflect the power supply for ev1000. The device history record review results noted a wiring defect involving several lots manufactured in 2012. While the referenced device was manufactured during 2012, the wiring failure was exempted as a possible contributor, seeing that the failure associated with this complaint occurred more than a year after the shelf-life elapsed. For this reason, the likelihood of the associated wiring issue was deemed remote. While a definitive root cause was unable to be identified, it was determined during evaluation that the power adapter produced smoke, but did not issue or display sparks or fire. Power adaptors have a shelf-life of three and one-half years. The expiry date for the referenced device was january 2016, or more than one year past its expiry dating. Edwards will continue to review and monitor all events for occurrence. Should further actions be required, an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be returned. However, at the time of this report the power adapter had not yet been received for evaluation. A supplemental report will be submitted to communicate the manufacturing information, the results of the device history record review and the results of our evaluation/investigation.

Event description:
It was reported that before use of an ev1000 monitor, the power adapter 'smoked' and was 'burned.' Additional follow-up information received from the engineering department stated that there was smoke, but no fire or sparks. The customer was unable to provide any information regarding whether the power adaptor was mounted and oriented on the bracket according to the operators manual or if the monitor was cleaned shortly before the event. There was no patient involvement and no consequences for the medical staff.